Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device locked on the vessel. Other devices were used to ligate above and below the device, and then the device jaws were pried open and the device was pulled off the vessel. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.